Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 180 mg/dl. Advised the customer to replace the battery as soon as possible, and if the display did not return, to discontinue use of the insulin pump. Advised the customer that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.